Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's disease'), gastrointestinal anastomotic leak ('gastrointestinal or digestive system condition type: leaky gut syndrome') and cervix carcinoma ('tumor / teratoma / cancer type: cervical cancer') in a 33-year-old female patient who had essure (batch no. 880428) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy with novasure ablation". The patient's medical history included appendectomy, intestinal operation and ganglion cyst. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced alopecia ("hair loss / thinning hair"). In (B)(6) 2017, the patient experienced food allergy ("allergic or hypersensitivity reaction type: debilitating food sensitivities"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: utis & bacterial infection/s"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis & bacterial infection/s"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)\ menorrhagia(heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal lesion ("reproductive system disorder or condition type of disorder or condition: open vaginal sores") and inflammation ("inflammation"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("rashes and hives"), depression ("psychological or psychiatric problems condition: depression") and fatigue ("fatigue"). In (B)(6) 2018, the patient was found to have cervix carcinoma (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced night sweats ("hormonal changes describe: night sweats"). In (B)(6) 2018, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced gastrointestinal anastomotic leak (seriousness criterion medically significant), back pain ("back pain"), rash ("rashes"), stomatitis ("mouth sores"), pelvic pain ("pelvic pain"), headache ("headaches"), feeling abnormal ("brain fog"), vaginal disorder ("open vaginal sores"), gut fermentation syndrome ("leakely gut syndrome"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, autoimmune thyroiditis, gastrointestinal anastomotic leak, back pain, dyspareunia, female sexual dysfunction, menorrhagia, vaginal haemorrhage, night sweats, bacterial infection, depression, migraine, nausea, fatigue, weight decreased, inflammation, pelvic pain, headache, feeling abnormal, vaginal disorder, gut fermentation syndrome, bladder disorder and urinary tract disorder outcome was unknown, the cervix carcinoma had resolved and the urticaria, rash, food allergy, stomatitis, vaginal lesion and alopecia was resolving. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, back pain, bacterial infection, bladder disorder, cervix carcinoma, depression, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, food allergy, gastrointestinal anastomotic leak, gut fermentation syndrome, headache, inflammation, menorrhagia, migraine, nausea, night sweats, pelvic pain, rash, stomatitis, urinary tract disorder, urinary tract infection, urticaria, vaginal disorder, vaginal haemorrhage, vaginal lesion and weight decreased to be related to essure. The reporter commented: discrepancy noted for date of insertion previously reported as (B)(6) 2011 and now reporting as (B)(6) 2011. Received treatment for dyspareunia, apareunia, pelvic pain, abdominal pain, menorrhagia, hashimoto's disease, bladder problem, urinary problem, uti, open vaginal sores, leakely gut syndrome, brain fog. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2011: total occlusion fallopian tubes bilaterally. Lobulated filling defect uterine fundus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain lot number: 880428, manufacture date: 2011-07, expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events- pelvic pain, headaches, brain fog, open vaginal sores, leaky gut syndrome, bladder problem, urinary problems, were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's disease'), gastrointestinal anastomotic leak ('gastrointestinal or digestive system condition type: leaky gut syndrome') and cervix carcinoma ('tumor / teratoma / cancer type: cervical cancer') in a 33-year-old female patient who had essure (batch no. 880428) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy with novasure ablation". The patient's medical history included appendectomy, intestinal operation and ganglion cyst. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6)2012, the patient experienced alopecia ("hair loss / thinning hair"). In (B)(6) 2017, the patient experienced food allergy ("allergic or hypersensitivity reaction type: debilitating food sensitivities"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: utis & bacterial infection/s"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis & bacterial infection/s"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)\ menorrhagia(heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal lesion ("reproductive system disorder or condition type of disorder or condition: open vaginal sores") and inflammation ("inflammation"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("rashes and hives"), depression ("psychological or psychiatric problems condition: depression") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced systemic lupus erythematosus ("other injury(ies) or complication please describe: lupus (childlains),"). In (B)(6) 2018, the patient was found to have cervix carcinoma (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced night sweats ("hormonal changes describe: night sweats"). In (B)(6) 2018, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced gastrointestinal anastomotic leak (seriousness criterion medically significant), back pain ("back pain"), rash ("rashes"), stomatitis ("mouth sores"), pelvic pain ("pelvic pain"), headache ("headaches"), feeling abnormal ("brain fog"), vaginal disorder ("open vaginal sores"), gut fermentation syndrome ("leakely gut syndrome"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, autoimmune thyroiditis, gastrointestinal anastomotic leak, back pain, dyspareunia, female sexual dysfunction, menorrhagia, vaginal haemorrhage, night sweats, bacterial infection, depression, migraine, nausea, fatigue, weight decreased, inflammation, pelvic pain, headache, feeling abnormal, vaginal disorder, gut fermentation syndrome, bladder disorder, urinary tract disorder and systemic lupus erythematosus outcome was unknown, the cervix carcinoma had resolved and the urticaria, rash, food allergy, stomatitis, vaginal lesion and alopecia was resolving. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, back pain, bacterial infection, bladder disorder, cervix carcinoma, depression, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, food allergy, gastrointestinal anastomotic leak, gut fermentation syndrome, headache, inflammation, menorrhagia, migraine, nausea, night sweats, pelvic pain, rash, stomatitis, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, urticaria, vaginal disorder, vaginal haemorrhage, vaginal lesion and weight decreased to be related to essure. The reporter commented: discrepancy noted for date of insertion previously reported as (B)(6) 2011 and now reporting as (B)(6) 2011. Received treatment for dyspareunia, apareunia, pelvic pain, abdominal pain, menorrhagia, hashimoto's disease, bladder problem, urinary problem, uti, open vaginal sores, leakely gut syndrome, brain fog. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) -2011: total bilateral occlusion. I do not recall getting results. Ultrasound pelvis - on (B)(6) 2011: total occlusion fallopian tubes bilaterally. Lobulated filling defect uterine fundus.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain lot number: 880428 manufacture date: 2011-07 expiration date: 2014-07 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on( B)(6) 2020: quality-safety evaluation of ptc (product technical complaint) on (B)(6) 2020: social media received no new information received. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's disease'), gastrointestinal anastomotic leak ('gastrointestinal or digestive system condition type: leaky gut syndrome') and cervix carcinoma ('tumor / teratoma / cancer type: cervical cancer') in a 33-year-old female patient who had essure (batch no. 880428) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy with novasure ablation". The patient's medical history included appendectomy, intestinal operation and ganglion cyst. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced alopecia ("hair loss / thinning hair"). In (B)(6) 2017, the patient experienced food allergy ("allergic or hypersensitivity reaction type: debilitating food sensitivities"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: utis & bacterial infection/s"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis & bacterial infection/s"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)\ menorrhagia(heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal lesion ("reproductive system disorder or condition type of disorder or condition: open vaginal sores") and inflammation ("inflammation"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("rashes and hives"), depression ("psychological or psychiatric problems condition: depression") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced systemic lupus erythematosus ("other injury(ies) or complication please describe: lupus (childlains),"). In (B)(6) 2018, the patient was found to have cervix carcinoma (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced night sweats ("hormonal changes describe: night sweats"). In (B)(6) 2018, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced gastrointestinal anastomotic leak (seriousness criterion medically significant), back pain ("back pain"), rash ("rashes"), stomatitis ("mouth sores"), pelvic pain ("pelvic pain"), headache ("headaches"), feeling abnormal ("brain fog"), vaginal disorder ("open vaginal sores"), gut fermentation syndrome ("leakely gut syndrome"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, autoimmune thyroiditis, gastrointestinal anastomotic leak, back pain, dyspareunia, female sexual dysfunction, menorrhagia, vaginal haemorrhage, night sweats, bacterial infection, depression, migraine, nausea, fatigue, weight decreased, inflammation, pelvic pain, headache, feeling abnormal, vaginal disorder, gut fermentation syndrome, bladder disorder, urinary tract disorder and systemic lupus erythematosus outcome was unknown, the cervix carcinoma had resolved and the urticaria, rash, food allergy, stomatitis, vaginal lesion and alopecia was resolving. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, back pain, bacterial infection, bladder disorder, cervix carcinoma, depression, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, food allergy, gastrointestinal anastomotic leak, gut fermentation syndrome, headache, inflammation, menorrhagia, migraine, nausea, night sweats, pelvic pain, rash, stomatitis, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, urticaria, vaginal disorder, vaginal haemorrhage, vaginal lesion and weight decreased to be related to essure. The reporter commented: discrepancy noted for date of insertion previously reported as (B)(6) 2011 and now reporting as (B)(6) 2011. Received treatment for dyspareunia, apareunia, pelvic pain, abdominal pain, menorrhagia, hashimoto's disease, bladder problem, urinary problem, uti, open vaginal sores, leakely gut syndrome, brain fog. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. I do not recall getting results. Ultrasound pelvis - on (B)(6) 2011: total occlusion fallopian tubes bilaterally. Lobulated filling defect uterine fundus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain. Lot number: 880428 manufacture date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event "other injury(ies) or complication please describe: lupus (childlains)" added. New reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's disease') and cervix carcinoma ('tumor / teratoma / cancer type: cervical cancer') in a 33-year-old female patient who had essure (batch no. 880428) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy with novasure ablation". The patient's medical history included appendectomy, intestinal operation and ganglion cyst. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced alopecia ("hair loss / thinning hair"). In (B)(6) 2017, the patient experienced food allergy ("allergic or hypersensitivity reaction type: debilitating food sensitivities"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: utis & bacterial infection/s"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis & bacterial infection/s"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal lesion ("reproductive system disorder or condition type of disorder or condition: open vaginal sores") and inflammation ("inflammation"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("rashes and hives"), depression ("psychological or psychiatric problems condition: depression") and fatigue ("fatigue"). In (B)(6) 2018, the patient was found to have cervix carcinoma (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced night sweats ("hormonal changes describe: night sweats"). In (B)(6) 2018, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced back pain ("back pain"), rash ("rashes"), stomatitis ("mouth sores") and gastrointestinal anastomotic leak ("gastrointestinal or digestive system condition type: leaky gut syndrome"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, autoimmune thyroiditis, back pain, dyspareunia, female sexual dysfunction, menorrhagia, vaginal haemorrhage, night sweats, bacterial infection, depression, migraine, nausea, fatigue, weight decreased, gastrointestinal anastomotic leak and inflammation outcome was unknown, the cervix carcinoma had resolved and the urticaria, rash, food allergy, stomatitis, vaginal lesion and alopecia was resolving. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, back pain, bacterial infection, cervix carcinoma, depression, dyspareunia, fatigue, female sexual dysfunction, food allergy, gastrointestinal anastomotic leak, inflammation, menorrhagia, migraine, nausea, night sweats, rash, stomatitis, urinary tract infection, urticaria, vaginal haemorrhage, vaginal lesion and weight decreased to be related to essure. The reporter commented: discrepancy noted for date of insertion previously reported as (B)(6) 2011 and now reporting as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2011: total occlusion fallopian tubes bilaterally. Lobulated filling defect uterine fundus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain lot number: 880428 manufacture date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's disease') and cervix carcinoma ('tumor / teratoma / cancer type: cervical cancer') in a (B)(6) female patient who had essure (batch no. 880428) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy with novasure ablation". The patient's medical history included appendectomy, intestinal operation and ganglion cyst. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced alopecia ("hair loss / thinning hair"). In (B)(6) 2017, the patient experienced food allergy ("allergic or hypersensitivity reaction type: debilitating food sensitivities"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: utis & bacterial infection/s"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis & bacterial infection/s"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal lesion ("reproductive system disorder or condition type of disorder or condition: open vaginal sores") and inflammation ("inflammation"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("rashes and hives"), depression ("psychological or psychiatric problems condition: depression") and fatigue ("fatigue"). In (B)(6) 2018, the patient was found to have cervix carcinoma (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced night sweats ("hormonal changes describe: night sweats"). In (B)(6) 2018, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced back pain ("back pain"), rash ("rashes"), stomatitis ("mouth sores") and gastrointestinal anastomotic leak ("gastrointestinal or digestive system condition type: leaky gut syndrome"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, autoimmune thyroiditis, back pain, dyspareunia, female sexual dysfunction, menorrhagia, vaginal haemorrhage, night sweats, bacterial infection, depression, migraine, nausea, fatigue, weight decreased, gastrointestinal anastomotic leak and inflammation outcome was unknown, the cervix carcinoma had resolved and the urticaria, rash, food allergy, stomatitis, vaginal lesion and alopecia was resolving. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, back pain, bacterial infection, cervix carcinoma, depression, dyspareunia, fatigue, female sexual dysfunction, food allergy, gastrointestinal anastomotic leak, inflammation, menorrhagia, migraine, nausea, night sweats, rash, stomatitis, urinary tract infection, urticaria, vaginal haemorrhage, vaginal lesion and weight decreased to be related to essure. The reporter commented: discrepancy noted for date of insertion previously reported as (B)(6) 2011 and now reporting as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2011: total occlusion fallopian tubes bilaterally. Lobulated filling defect uterine fundus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs and mr received. Case become incident. Reporter information, removal date, lot number, medical history, lab data added. Event injury nos replaced with new events: night sweats, abnormal bleeding (vaginal, menorrhagia), debilitating food sensitivities, utis & bacterial infection/s, apareunia (inability to have sexual intercourse), depression, hashimoto's disease, rashes and hives, mouth sores, migraines / headaches, open vaginal sores, dyspareunia (painful sexual intercourse), cervical cancer, abdominal pain, fatigue, weight loss, leaky gut syndrome, hair loss, back pain, hysteroscopy with novasure ablation were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.